Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 157 mg/dl. The customer stated the keypad is running through the numbers and not stopping. The customer was asked if she recalls any significant events leading to the keypad issues. The customer sometimes uses water, soap and alcohol to clean the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump need to be replaced.